Manufacturer narrative:
Qn# (B)(4). The reported complaint of iab would not inflate completely is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that after iab insertion, the pump would alarm to check the iab as it was not inflating. Staff checked for kinks, blood in tubing, and both connections- all were fine. The pump was cycled off then back on, after 20 seconds of pumping, the same alarm occurred. As a result, a 2nd iab from a competitor was inserted at the same insertion site. No patient harm or injury. At the time of this report, the patient condition is unknown and the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported that after iab insertion, the pump would alarm to check the iab as it was not inflating. Staff checked for kinks, blood in tubing, and both connections- all were fine. The pump was cycled off then back on, after 20 seconds of pumping, the same alarm occurred. As a result, a 2nd iab from a competitor was inserted at the same insertion site. No patient harm or injury. At the time of this report, the patient condition is unknown and the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4).